Event description:
A customer reported a problem with the laser footswitch before a procedure. There was no patient involved.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a footswitch replacement. A review of complaints for the last 24 months did not indicate any additional related reports for systems of this kind. The system was manufactured on august 29, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).